Event description:
Treatement of an ischemic stroke. It was reported that the stent detached on the third pass as the physician pulled it through the carotid siphon. The stent flowed upstream to the m1 and remained in the patient. No patient injury reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as the stent was implanted in the patient and the pushwire was discarded. The instruction for use states not to use each solitaire fr for more than two flow restoration recoveries. (B)(4).